Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac). The customer informed tac of the event that error b30 exhibited with multiple scopes. Tac then advised seeing if the errors follow the scopes, also provided instructions on unplugging and reseating the light source cables in the back. The last step would be to swap the cv-190 with a working one to determine which device may need repair.

Event description:
It was reported that the subject device exhibited error b30 with multiple scopes. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.